Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead an impedance alert triggered and was noted as low impedance. It was also reported that since implant the lv lead impedance showed some variation. The lv lead remains in use and the patient will be monitored with remote transmission. No patient complications have been reported as a result of this event.